Event description:
Complainant alleges that his daughter received 2nd degree burns to her arm when a warm mist humififier tipped over when he was not in the room. Child was unsupervised with the humidifier.